Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after removal of the guidewire, the wire was tied in a knot." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of a knotted guide wire was confirmed by the complaint investigation of the returned sample. The customer returned one guide wire within its advancer for analysis. Signs of use were observed. The guide wire was observed to have a knot at the distal end of the body. Microscopic examination confirmed the defect. The guide wire could not be functionally tested with a lab inventory needle or sheath/dilator assembly due to the knot in the guide wire. The guide wire is unable to be threaded through a needle or dilator while knotted, indicating that this damage occurred during use. A device history record review was performed with no relevant findings. Based on the sample received and feedback from clinical and engineering unit, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "after removal of the guidewire, the wire was tied in a knot." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".